Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review was completed and no related non-conformances were found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during priming at the me center and before use in a patient the connections of the pressure monitoring kit got disconnected between the dpt rotate part and three way zero stopcock. Tightening the connection did not fix the issue. There was no allegation of patient injury. The device will be available for evaluation.

Manufacturer narrative:
One pressure monitoring kit was returned for evaluation. Customer report of connection between dpt and three-way zero stopcock got disconnected was confirmed. As received, rotating nut of the dpt housing male luer was separated. Rotating nut was noticed cracked in the dpt attachment side. In the attempt of tighten the pressure line rotating nut separated. No other damage was observed from the kit. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. It was determined that the sub-assy where the issue was identified is manufactured by fong supplier and is not related to bd's manufacturing process. This supplier was notified regarding this complaint. Nevertheless, there are internal controls to avoid potential causes related to the dpt housing - male luer - detached lock nut malfunction as follows: manufacturing continuous monitoring sampling, quality assurance sampling inspection, and 100% visual inspection by manufacturing.